Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively cleft repair of a pilonidal cyst procedure, the stitch was broken and the skin incision dehisced. It was also stated that wound care was performed and the site eventually healed by second intention.